Event description:
The patient presented to the emergency room where it was reported that loss of capture and decreased sensing variation were observed on the right ventricular (rv) lead. Additionally, the patient experienced bradycardia and dizziness due to the event. Diagnostic imaging was performed where no abnormalities were seen. The rv lead was capped and replaced to resolve the event. The patient was stable.